Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the tower door was failed to stay closed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 3.1 had failed to stay closed. A field service engineer (fse) found that the auxiliary of drawer 3.2 failed to close. The fse removed the drawer and replaced the damaged inseparable along with both retractor bands. The fse then tightened the latch catches, tested functionality of the drawer and resolved the issue. The system functioned as intended after the field service engineer repaired the device.